Event description:
A malfunction was reported on a pump, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided information for resetting the pump, assisted the caller with the reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears.